Event description:
It was reported that there was a pixel issue on the pump display. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that the pump could still be used for insulin therapy, and the customer acknowledged this information. Cts to replace pump. Customer will continue to use current pump.